Event description:
Proximal clasp release was retracted per IFU but would not release bare metal stent struts. Green "peek" material was mobilized and cut and retracted. This maneuver also did not release the proximal bare metal struts, and a gap was noticeable between the proximal claps and the treo tip body. The green "peek' was retracted again (approximately 15 mm of retraction), and the device was rotated and pushed up and down in the groin. This eventually caused the clasp to release the bare metal struts, and the case was completed. Patient outcome - "case was completed and no harm came to patient."

Event description:
Proximal clasp release was retracted per IFU but would not release bare metal stent struts. Green "peek" material was mobilized and cut and retracted. This maneuver also did not release the proximal bare metal struts, and a gap was noticeable between the proximal claps and the treo tip body. The green "peek' was retracted again (approximately 15 mm of retraction), and the device was rotated and pushed up and down in the groin. This eventually caused the clasp to release the bare metal struts, and the case was completed. Patient outcome - "case was completed and no harm came to patient."